Event description:
It was reported that the patient presented for a implantable cardiac defibrillator (ICD) system extraction due to infection. The ICD and right ventricular lead was explanted. The condition of the patient in unknown.